Event description:
A customer contacted beckman coulter inc., (bci) regarding testosterone results of 0ng/dl generated by the access 2 immunoassay system for one patient. Repeat results were 0ng/dl and 11ng/dl. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was lithium heparin plasma which was centrifuged at 3200-3500 rpms for 15 minutes. Qc was within specifications on the day of event. The customer did not question any other results or assays. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse verified alignments and performed a high sensitivity (hs) system check, which met specifications. No clear root cause could be determined for this event.